Manufacturer narrative:
The reported complaint of the autopulse platform sn (B)(4) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message was confirmed during the initial functional testing and archive data review. The root cause of the observed (ua) 07 error was due to defective load cell modules, likely attributed to mishandling such as a drop or a defective component. Visual inspection of the returned platform was performed, and no physical damage was observed. The autopulse platform failed the initial functional testing due to user advisory (ua) 07 error message displayed upon powering on, thus confirming the customer complaint. During power-on-self-test, the load sensing system detected a weight or load imbalance between the two load cells. Load cell characterization test results confirmed that both load cell modules are exceeding normal parameters and need to be replaced to remedy the (ua) 07 error. A review of the archive data showed (ua) 07 error messages to have occurred around the customer's reported event date, thus confirming the reported complaint. Waiting for the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
The customer reported the autopulse platform sn (B)(4) displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. It is unknown where the problem occurred. However, patient use information was requested but no additional information was provided.